Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received button error alarms due to moisture damage found on keypad traces. No moisture damage found on electronics assembly. The insulin pump had a missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had moisture damage and alarmed button error. The customer's blood glucose reading was 276 mg/dl. The customer stated the insulin pump was exposed to perspiration. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced.